Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis and the reported error (arm was vibrating) was confirmed and replicated. In logs, the error was found indicating surgeon console right arm was vibrating, confirming the fault occurred in the field. Upon visual inspection, I detected the axis 2 and 3 mech cables were lose. The mtm was then installed onto a pftp where joint pot cal the mtm was vibrating. Once testing was completed, re- tensioned the axis 2 and 3 mech cable. Tested and was verified to the source of the fault. As a result of these findings, failure analysis was able to conclude that the axis 2 and 3 mech cables was found to be the root cause of the reported event. The complaint was confirmed based on the field evaluation and failure analysis. The root cause is attributed to loose mech cables from axis 2 and 3.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the reported issue. The system was tested and verified as ready for use. Isi has received a da vinci product involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that surgeon side console (ssc) right arm vibrating issue occurred previously and this record captures the previous system issue. The surgeon complained of the right master tool manipulator (mtm) was vibrating and moving on its own. Logs were not available. It was confirmed the surgeon¿s head was inside surgeon side console (ssc), and nothing was touching instrument. Caller said they were able to continue. The procedure was completing as planned with no reported injury. Intuitive surgical followed up with the initial reporter and obtained from related pr #(B)(4) the following additional information: customer reported this issue occurred twice in this procedure. Customer stated when the master tool manipulator (mtm) vibrated, all of the instruments were locked up and they were not able to manipulate any of the instruments. The issue occurred for a minute and the issue resolved by itself, and surgeon was able to control the instruments again. Customer reposted onsite was not connected for the procedure (onsite issue was reported to isi). The following information from the follow-up is related to pr. This issue occurred previously about a month ago, not sure if it was the same system or different. Customer reported the previous issue was reported to isi. Contact person stated to their knowledge there was no injury to the patient. Contact person stated the procedure was started at 1 pm they believe.